Event description:
Part number 63928-10 drill 10 mm malfunctioned. The golden stop slid from its fixed position and surgeon over drilled patient's posterior cervical aspects of lateral masses. The event caused additional bleeding, however the surgeon was able to control.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Engineering bench testing performed on multiple lots of various sizes of solanas fixed depth drill devices. Testing of one unit of lot 7117902 (same lot as reported) measured at a low value compared to all other units (90 n). According to macavelia, et.al. The force required for drilling into human femur bones at 1000 revolutions per minute is 198.4±14.2n. Given that human femur bone is more dense than a vertebral pedicle or lateral mass, this would indicate that the collar on the drill should be able to withstand a force of approximately 200n without experiencing movement along the drill shaft or separation from the drill shaft. Of the 16 samples tested under engtest-(B)(4) and engtest-(B)(4), only one sample failed at a load below this load, one of which failed at just 90n. Given that the press fit conditions for this part are indicated to range from .003 to .010 inches of interference, which is a common range for a press fit per ansi b4.1-1967, it would indicate that the most likely root cause was an improper press fit. This is most likely attributable to a fault in the manufacture of this part whereby the collar inner diameter and/or the shaft outer diameter were not machined to the dimensions on the engineering drawing. The defective instruments were removed from the field via voluntary removal# 2027467-6/26/2014-r (ref. Z-2092-2014). Removal/termination actions were completed september 3, 2014